Event description:
The home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. Hp reports they wanted to reprime the pt line of the homechoice cycler and contacted baxter operational support. Hp relates that they pressed some buttons on the cycler and bypassed, after which they began to fill. The hp relates that after they filled they felt overfilled and again contacted baxter operational support, at which time they performed a manual drain. The hp relates that after the manual drain they felt relieved and discontinued therapy using the cycler for the night. Hp relates they performed a manual exchange for completion of peritoneal dialysis therapy and there was no resulting pt injury or medical intervention.